Event description:
Voiding stool was attached to table and checked to ensure it was secure. One complete study was performed with no failures. Table top was raised and lowered. Second patient, female havin a urodynamic procedure for incontinence and frequency, attempted to sit on stool when left latch disengaged and stool swung downward. Staff was able to catch patient and prevent injury. The patient was moved to another room and procedure proceeded with no further problems. Voiding stool was stuck on table by right latch becoming severly bent. Department notified local field service engineer. Field service disassembling. Right latch was bent beyond repair. Left latch appeared to be stuck in partially retracted position. This allowed the latch to slide under the mechanical stop with rocking/movement of the voiding stool. Disassembled latch to investigate failure and contacted technical support for instructions.